Event description:
It was reported that within a week of implant, the device was interrogated, and invalid data was seen on two high rate episdoes. Additionally, due to the patient becoming restless, the programmer head became disconnected with the device, and as a result of the rapid disconnections in telemetry, the previous data was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data storage - diagnostics problem: the data was cleared due to multiple losses of telemetry and reinterrogation.